Manufacturer narrative:
E1: name: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient does not have sufficient subcutaneous tissue where the set is inserted which leads to the bent cannula that causes high blood glucose event on (B)(6) 2026 and treated with manual insulin. The event lasted for one to two hours.